Manufacturer narrative:
(B)(4).if information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after overlay implant, the patient experienced adhesions, recurrence and distal transverse colon with inflammatory mass. Post-operative patient treatment included lysis of adhesions and removal surgery.